Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269, batch no: 20076393. Rn discovered a small hole in the bd alaris pump module smartsite low sorbing infusion set being used for total parenteral nutrition (tpn) after noting wetness on the clothes of newborn patient and in areas of the isolette (incubator).

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-01-18. G5: date received by manufacturer: (B)(6) 2021. H6: investigation summary: it was reported as lvp 20d low sorb 2ss 0.2m cv-11532269- component damage-leak, that there was a small hole in the infusion set which resulted in leakage. One sample was received at vernon hills by the customer and the damage and leak failure mode was verified by vh cad. The information and sample photos were provided to tj plant to confirm the reported failure mode to start an investigation. The leak failure mode for damaged tubing is already being addressed in a CAPA ¿ pr ID: (B)(4) and every possible root cause of this failure has been documented and adjusted for optimal manufacturing quality. A device history record review for model 11532269 lot number 20076393 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default entry has been listed here. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354 =FDA patient problem code(s): 2199

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269 batch no: 20076393 rn discovered a small hole in the bd alaris pump module smartsite low sorbing infusion set being used for total parenteral nutrition (tpn) after noting wetness on the clothes of newborn patient and in areas of the isolette (incubator).